Manufacturer narrative:
The explanted device was returned assembled. The percutaneous lead (lead) was severed approximately 2 inches from the pump housing. Two additional portions of the severed lead segment were also returned, measuring approximately 2.5 and 3 inches in length. The sealed inflow conduit was not returned. The sealed outflow graft, bend relief, and bend relief collar were not returned. Examination of the outflow elbow and the blood contacting surfaces of the pump upon disassembly revealed no adhered depositions or thrombus formations. Electrical continuity testing of the returned portion of the lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A correlation between the device and the reported driveline infection could not be conclusively determined. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information: placeholder.

Event description:
Correction: the patient's correct date of expiration was (B)(6) 2018. Additional information: the device was not returned for evaluation.

Manufacturer narrative:
Concomitant heartmate ii serial number (B)(4) added.

Event description:
Additional information was received from the lvad clinician indicating that 4 days after the pump exchange, the patient experienced septic shock. Pressors and inotropes were initiated and lvad parameters had not changed during this time. The patient "coded" and expired on (B)(6) 2018 due to cardiovascular collapse and right heart failure.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years, 5 months. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2012. It was reported that the patient experienced a driveline infection, and underwent two debridement procedures. The patient underwent a pump exchange on (B)(6) 2017. No additional information was provided.